Event description:
It was reported that the battery of subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to exhibit premature battery depletion, and a battery depletion code was recorded. In addition, the patient heard beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. Technical services consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.

Event description:
It was reported that the battery of subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to exhibit premature battery depletion, and a battery depletion code was recorded. In addition, the patient heard beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. Technical services consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported. Additional information indicates that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted. A new subcutaneous implantable cardioverter defibrillator (s-ICD) with the same model was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.

Event description:
It was reported that the battery of subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to exhibit premature battery depletion, and a battery depletion code was recorded. In addition, the patient heard beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed the device is exhibiting premature depletion. Technical services consultant recommended replacement. To date, this device remains in service. No adverse patient effects were reported. Additional information indicates that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted. A new subcutaneous implantable cardioverter defibrillator (s-ICD) with the same model was placed. No additional adverse patient effects were reported.